Event description:
The facility representative reported a flo-gard infusion pump with "verify". It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "verify" was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a low battery alarm, found as an ancillary condition, confirms the condition. The root cause of this condition was determined to be a depleted main battery. The main battery and harness was replaced to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.